Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "split in tubing at base of lumen (white) noticed when medication attempted to be administered but leaked from lumen." No patient harm or complication reported. The device was removed and replaced.

Event description:
The complaint is reported as: "split in tubing at base of lumen (white) noticed when medication attempted to be administered but leaked from lumen." No patient harm or complication reported. The device was removed and replaced.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 4-lumen cvc for evaluation. Visual analysis revealed that the proximal extension line contained a tear/hole directly adjacent to the luer hub. No other defects or anomalies were observed. The inner diameter of the proximal lumen measured to be 1.45 mm which is within specifications of 1.42-1.50 mm per product drawing. The outer diameter of the proximal lumen measured to be 2.15 mm which is within specifications of 2.13-2.21 mm per product drawing. This indicates that the wall thickness measured within specifications. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Each lumen was flushed using a water-filled lab inventory syringe. When injecting the proximal lumen, water was observed exiting out of the hole in the extension line. No defects or anomalies were observed when injecting the remaining lumens. A manual tug test confirmed that the proximal extension line was secure within the luer hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. " the customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The proximal extension line contained a tear adjacent to the luer. A device history record review was performed based on a potential lot identified from sales history, and no relevant findings were identified. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend reports of this nature.